Event description:
End user called in, stating that the seat on her transfer bench cracked and the front tube is cracked into 2 pieces. End user did scratch her right back upper thigh, she is claiming no injury.